Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced the integrated electrosurgical generator unit (iesu), but this did not initially resolve the issue. The fse then replaced the foot pedal switches, which did resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the iesu is evaluated and/or if additional information is received. The foot pedal switches involved with this complaint are field scrap items and will not be returning to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was an error message stating to release the activation switch, and an m-12-8 error. The caller stated that they were hitting a switch. The intuitive surgical, inc. (Isi) tech support engineer (tse) recommended the customer check the foot pedals in the vision side cart (vsc) drawer to verify that they were not being pressed. The caller checked the foot pedals and removed them from the drawer. The caller stated that when they fired energy, the message cleared initially, but then the m-12 error would come back. The tse asked if the customer was using a handheld bovie, with the button being pressed. The caller stated that they were using the handheld bovie, but not pressing the button. The tse viewed the system logs and confirmed the reported m-12 error. The tse recommended the customer power cycle the integrated electrosurgical generator unit (iesu). The caller stated that they were in the middle of the case, and were not going to power cycle the iesu at the time. The customer continued with the case. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint to perform failure analysis. The replaced erbe generator was analyzed, and failure analysis investigation could not confirm nor reproduce the reported issue. The unit energized and cauterized on all ports, and all ports recognized instruments. Activation errors and various m-12 errors were found in the log.

Event description:
Refer to h10/h11 for follow-up information.